Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, suspected left-sided rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 425cc mentor memorygel breast implant prostheses and experienced right-sided rupture and autoimmune disorder postoperatively. Ultrasound performed on unspecified date indicated that left-sided device appeared to be ruptured. In addition, the patient¿s surgeon stated that the patient was experiencing hypothyroidism, food intolerance, and hashimoto¿s. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. Upon explantation, the left-sided device was found to be intact, and the right-sided device was found to be ruptured. It is currently unknown if the patient¿s symptoms were improved after the revision surgery. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 5-aug-2021, mentor received additional information regarding the patient¿s symptoms. The patient stated that she feels better without the implants. Manufacturer's reference number: (B)(4).